Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that patient underwent lumbar posterior fusion surgery due to lumbar disc herniation. Intra-op, set screw stripped and was removed completely. Products came in contact with the patient. No patient complications were reported as a result of the event.